Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.50x38mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, there was resistance inside the non-bsc guide catheter. The device was completely removed and it was noted that a part of the stent struts was lifted. The procedure was completed with another of the same device. No patient complications were reported. Synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent strut rows were lifted from the stent profile and the most proximal stent struts were damaged with stent struts lifted and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.